Event description:
It was reported that the patient had a pump replacement on (B)(6) 2015. At that time, they removed drug from the previous pump and used it to refill the new pump. At that time, the concentration was truly 2500ug/ml but was programmed as 500ug/ml. The simple continuous dose was programmed to 50ug/d. The patient was truly receiving 250ug/d. The patient was doing well and did not have any symptoms as a result of the programming error. On (B)(6) 2015 the pump was to be programmed reflect the correct concentration and increase the dose as well. It was further reported that the concentration was indeed changed and the error was resolved. There were no issues related to the pump and the patient¿s therapy was effective. This device system delivered fentanyl. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).